Event description:
On may 28, 2024, acist received information of this event via a user facility medwatch, report number mw5154670. The user facility reported the following: during a cardiac catheterization and intravascular ultrasound with the acist high-definition intravascular ultrasound (ivus) system, when the kodama catheter was removed from the patient's coronary artery, the orange tip fell off and stuck on the interventional wire inside the coronary artery. The medical professional inserted a snare, and the catheter piece was successfully removed from the patient's coronary artery. There was no injury to the patient.

Manufacturer narrative:
The kodama catheter, lot 00349934, was requested but is not available as it was discarded by the user facility. A review of the device history record for lot 00349934 will be completed. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Manufacturer narrative:
The manufacturing records of the catheter, lot number 00349934, used during the event were reviewed, and there were no quality or manufacturing issues during the manufacture of this lot. Per the kodama catheter instructions for use, the kodama catheter contains a short monorail guidewire engagement system. As such, it is susceptible to guidewire entanglement during catheter deployment and withdrawal. This may have been a contributing factor to this event, but we are unable to confirm the cause without physical investigation of the kodama catheter used in the event.